Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider allegedly the consumer needed screws for the crossbrace. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider allegedly the consumer needed screws for the crossbrace. (B)(4).